Event description:
The patient contacted animas on (B)(6) 2013 reporting that two to three years ago she had a blood glucose (bg) excursion of 30mmol/l with fatigue. The patient was treated with insulin therapy and fluids and her bg came down to 6mmol/l. The patient stated that the hospital did not know what caused the bg excursion and stated that the pump was not functioning properly at the time to cause the high bg. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.